Manufacturer narrative:
(B)(4)

Event description:
According to the reporter during a bilateral laparoscopic inguinal hernia repair procedure involving the abdominal wall and layers a piece of trocar broke off. It was at the end of the case when the surgeon withdrew the trocar. A hemostat was used to remove it. The patient was discharge with no adverse outcomes. There was no re-operation, etc. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.